Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Arjo was notified about an issue related to the carevo shower trolley. It was reported by the customer facility that one side support locking mechanism is damaged. The customer facility removed the device from service after the issue was detected preventing from occurrence of any hazardous situation. No injury was reported.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Arjo was notified about an issue related to the carevo shower trolley. It was reported by the customer facility that one side support locking mechanism is damaged. The customer facility removed the device from service after the issue was detected preventing from occurrence of any hazardous situation. No injury was reported.

Manufacturer narrative:
Arjo was notified about an issue related to the carevo shower trolley. It was reported by the customer facility that one of the handles from side support locking mechanism was damaged. The customer facility removed the device from use after the issue was detected. No patient was involved and no injury was reported. The carevo is equipped with two side supports. Each side support consists of two handles which enable securing the side support in raise position, outer position or down position. In order to place the side support in desire position, both handles must be used at the same time. The carevo device involved in the reported event, was evaluated by an arjo representative, who noticed that one of the two handles that opens the side support had broken off. The device was found in poor condition with many scratches on the side supports. Photographic evidence provided confirmed the technician¿s findings. It is unknown under what circumstances the handles failed. The caregiver using the device is obligated to check if all parts are in place before every use as well as a thorough inspection for damage. If any part is missing or damaged the product should be removed from service until is repaired. IFU warns user about the necessity of checking if the side supports are properly closed and locked: ¿to avoid patient from falling out of the device make sure that all side supports are in a locked position¿. Following the IFU the caregiver should lift the opening handles and raise/lower the side support to the selected position until it locks and clicks into place. If the opening handles will not lock the caregiver should remove the patient and make a visual check. If check result reveals any malfunction, the caregiver should contact qualified personnel. The check of opening handles to confirm that they lock properly is a part of every week functionality test routine. Based on the collected information it was not possible to determine the cause of the handle damage since it is unknown how the handle broke. To sum up, the device did not meet the manufacturer specification as the opening handle was broken and non-functional. It is unknown in what circumstances the malfunction occurred. No injury was reported, no patient involvement. This complaint was decided to be reported to the competent authorities in abundance of caution due to lack of information regarding the circumstances of malfunction occurrence.